Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A consumer implanted for non-malignant pain reported the implantable neurostimulator (ins) was supposed to be put in the upper part of the body. The consumer woke up from surgery and got up to go to the bathroom and was then going to be discharged. The consumer's legs couldn't hold her, she had no strength in them like she was paralyzed, and fell. Following this she was kept overnight and the entire system was removed in the morning. The consumer was then airlifted to another hospital and placed in intensive care. The consumer got out of intensive care on (B)(6) and was gaining feeling back. Currently symptoms include: from the buttocks to the upper part of the thighs feeling superficial, feelings of pins and needles all over both legs, pain, being angry, and being partially paralyzed which they were told could take up to a year to regain. No further information was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.